Event description:
It was reported to lifecell's marketing department by a distributor sales rep. That there was a report of infection in a case where the device was used in a rotator cuff procedure. The patient had a pre-existing infection in the shoulder. No lot number, implantation date, or physician information is available. According to the distributor sales rep, the doctor does not want to call this a complaint and no further information will be provided.

Manufacturer narrative:
Date of event, device manufacture date and expiration date are unknown. This event is being reported as a serious injury that required surgical intervention to prevent permanent impairment. However, lifecell cannot confirm that a lifecell device was used. No further information will be provided regarding this incident. Device was not returned to lifecell.